Event description:
It was reported that the pt's device was explanted in (B)(6) 2010, subsequent to the pt experiencing paralysis. No further details were provided regarding the pt's device, symptoms, or outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).